Manufacturer narrative:
The complainant was unable to provide the event/procedure date; therefore the first date of the month in which this complaint was reported was used ((B)(6) 2018). (B)(4). The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an rx locking device biopsy cap was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure on an unknown date. According to the complainant, the sponge in the cap got dislodged and became stuck inside the scope. The sponge was retrieved from the scope and the procedure was completed with another rx locking device/biopsy cap. There was no serious injury nor adverse patient effects reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.